Event description:
"Unable to release the stent graft: after the relay pro was delivered to a site to be implanted, the controller was turned to the "1" and "2" positions by normal operation. However, a certain amount of force, not a light force, was needed to turn the controller to the "3" position. The flex zone of the relay pro was fitted into the area marked "distal (peripheral) to th6" in the attached schema, and the end of the proximal sealing and fixation zone interfered with (or got on) the constricted part of "distal (peripheral) to th6". One of the proximal markers was clearly in a position that was not considered parallax (inverted or infolded), maybe because the constricted part was narrow or because it was stiff to turn the controller to the "3" position. Leaving this problem aside, a relay nbs pro (28-n4-42-204-42u, lot#2203280307) was added to the distal side and post dilatation was performed. A final angiography was performed for the proximal side, which revealed that the proximal marker was not restored to the original position, and a type ia endoleak occurred. Post dilatation was performed again for the proximal side, but no improvement was made. A relay nbs pro (28-n4-42-159-42u, lot#2104210016) was therefore implanted so that one stent (proximal sealing and fixation zone) protruded from the first relay pro implanted. As a result, the marker position of the first replay pro was improved. Another final angiography was performed after post dilatation and confirmed that the endoleak disappeared. Operation type: tevar for a descending aortic aneurysm blood loss: unknown. Ancillary devices used: relay pro (28-n4-42-204-42u), relay pro (28-n4-42-159-42u). (B)(4). Patient outcome - "no health damage to the patient."

Event description:
"Unable to release the stent graft: after the relay pro was delivered to a site to be implanted, the controller was turned to the "1" and "2" positions by normal operation. However, a certain amount of force, not a light force, was needed to turn the controller to the "3" position. The flex zone of the relay pro was fitted into the area marked "distal (peripheral) to th6" in the attached schema, and the end of the proximal sealing and fixation zone interfered with (or got on) the constricted part of "distal (peripheral) to th6". One of the proximal markers was clearly in a position that was not considered parallax (inverted or infolded), maybe because the constricted part was narrow or because it was stiff to turn the controller to the "3" position. Leaving this problem aside, a relay nbs pro (28-n4-42-204-42u, lot#2203280307) was added to the distal side and post dilatation was performed. A final angiography was performed for the proximal side, which revealed that the proximal marker was not restored to the original position, and a type ia endoleak occurred. Post dilatation was performed again for the proximal side, but no improvement was made. A relay nbs pro (28-n4-42-159-42u, lot#2104210016) was therefore implanted so that one stent (proximal sealing and fixation zone) protruded from the first relay pro implanted. As a result, the marker position of the first replay pro was improved. Another final angiography was performed after post dilatation and confirmed that the endoleak disappeared. Operation type: tevar for a descending aortic aneurysm blood loss: unknown ancillary devices used: relay pro (28-n4-42-204-42u), relay pro (28-n4-42-159-42u) (tc#bm220601450)" patient outcome - "no health damage to the patient."